Event description:
A user facility¿s registered nurse (rn) reported that a fresenius combiset bloodline had a hole in the blood pump segment during a patient¿s hemodialysis (hd) treatment. One hour and forty-five minutes after the initiation of treatment the machine, a fresenius 2008t machine, alarmed with an air detector alarm. They completely rinsed back the patient and noticed that there was a blood clot in the blood pump segment where the hole was. The patient¿s estimated blood loss (ebl) was 1ml. A fresenius dialyzer was also in use. The patient was restarted on a new machine and treatment completed successfully with new supplies. There was no patient serious injury or medical intervention required due to this event. The machine was pulled from service following the incident. The facility¿s biomedical technician (bmt) inspected the machine and found no issues. The machine has been returned to service without any repairs or adjustments without any further issues. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: a1, a2, a3, a4 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s registered nurse (rn) reported that a fresenius combiset bloodline had a hole in the blood pump segment during a patient¿s hemodialysis (hd) treatment. One hour and forty-five minutes after the initiation of treatment the machine, a fresenius 2008t machine, alarmed with an air detector alarm. They completely rinsed back the patient and noticed that there was a blood clot in the blood pump segment where the hole was. The patient¿s estimated blood loss (ebl) was 1ml. A fresenius dialyzer was also in use. The patient was restarted on a new machine and treatment completed successfully with new supplies. There was no patient serious injury or medical intervention required due to this event. The machine was pulled from service following the incident. The facility¿s biomedical technician (bmt) inspected the machine and found no issues. The machine has been returned to service without any repairs or adjustments without any further issues. The complaint device was reported to be available to be returned to the manufacturer for evaluation.